Event description:
In 2000, spinal cord stimultor implnted. In 2000, spinal cord stimulator explanted. Operative report pre operative diagnosis: 1) severe reflex sympatheic dystrophy of the left lower extremity. 2) status post placement of octrode spinal cord stimulator lead and subcutaneous pulse receiver. 3) malfunctioning of the pulse receiver (alleged).